Manufacturer narrative:
An event regarding infection and wear involving a triathlon insert was reported. The infection event was not confirmed. The wear of the insert component was confirmed based on evaluation of the returned device. Method & results: -product evaluation and results: visual inspection of the returned insert component confirmed that there is significant damage on the bearing surface. A material analysis has been performed and the report concluded: delamination, burnishing, scratching and third-body indentations were observed on the insert. These are common damage modes of uhmwpe. Backside impression markings were observed on the distal surface of the insert, consistent with contact against the baseplate. Yellow discoloration was also observed on the insert, consistent with absorption of synovial fluid. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -clinician review: no medical records were received for review with a clinical consultant. -product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: an event regarding infection was reported. During revision surgery the surgeon noticed considerable wear on the insert and also inquired if the material was x3 poly. A review of the global item master database and drawing for catalog number 5530-g-611 confirmed that the device is manufactured with x3 polyethylene. Visual inspection of the returned insert component confirmed that there is significant damage on the bearing surface. A material analysis has been performed and the report concluded: delamination, burnishing, scratching and third-body indentations were observed on the insert. These are common damage modes of uhmwpe. Backside impression markings were observed on the distal surface of the insert, consistent with contact against the baseplate. Yellow discoloration was also observed on the insert, consistent with absorption of synovial fluid. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Further information such as pre and post operative x-rays, operative reports, pathology reports including the strain of infection identified as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A polyethylene insert was removed from a triathlon knee to assist in the treatment of an infection by way of washout and modular component exchange. The insert was a size 6 11mm cr and was replaced with a size 6 11mm cs insert. The insert that was removed was found to have substantial wear that concerned the surgeon. There appeared to be a sub surface delaminating on both medial and lateral dishes though was worse medially. The anterior lip on both sides also showed significant signs of wear, again worse on the medial side than lateral. It is not known when or where the knee was implanted due to poor medical records and difficulty tracing the surgeon who has since retired.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
A polyethylene insert was removed from a triathlon knee to assist in the treatment of an infection by way of washout and modular component exchange. The insert was a size 6 11mm cr and was replaced with a size 6 11mm cs insert. The insert that was removed was found to have substantial wear that concerned the surgeon. There appeared to be a sub surface delaminating on both medial and lateral dishes though was worse medially. The anterior lip on both sides also showed significant signs of wear, again worse on the medial side than lateral. It is not known when or where the knee was implanted due to poor medical records and difficulty tracing the surgeon who has since retired.